Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and device codes (f10 and h6), in sections user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during catheter ablation procedure, a versacross rf wire was selected for use. It was noted that the device was got stuck during insertion through the inguinal puncture site. The wire could not be inserted through the inguinal puncture site. It might have been an issue with the wire size as the j-type has been inserted successfully. Thus, device was replaced and procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (discarded). It was further reported that the device was not stuck, it was difficult to advance. The physician was able to withdraw from patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during catheter ablation procedure, a versacross rf wire was selected for use. It was noted that the device was got stuck during insertion through the inguinal puncture site. The wire could not be inserted through the inguinal puncture site. It might have been an issue with the wire size as the j-type has been inserted successfully. Thus, device was replaced and procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (discarded).